Event description:
It was reported that during a supply change the ilet user removed the blue cap on the teflon inset applicator and the infusion site detached from the guide needle when the applicator was opened, after which the user deployed a second infusion set and completed the change. The event involved an infusion set issue consistent with an infusion set deployed incorrectly, and the affected component was the cannula. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, while a usage problem was identified involving improper or incorrect procedure or method associated with the infusion set cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.